Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cnwtt3-t6) that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, scratch on the iol optic was observed. The lens was removed from the patient eye and a backup iol was used and completed the procedure on the same day. Additional information has been requested and received stating that there were no adverse consequences occurred for the patient. The current status of the patient was noted to be unknown. There are two medical device reports associated with this report. This is 1 of 2.